Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that faulty 5 leads ECG cable. The device was not in use on a patient; the issue was identified by the customer.